Manufacturer narrative:
The investigation for the console (aic) red alarm has been completed. The console was returned for evaluation. The console was tested but the reported failure could not be reproduced. However, data logs were reviewed which confirmed that the console recorded ¿purge: sensor defective (voltage out of range),¿ which resulted in the ¿controller failure (purge pressure sensor defective) ¿ alarm, event #418. Then, the console was shut down and restarted six times, but event #418 was persistent. This confirms the reported failure mode. The root cause of the intermittent controller failure alarm was most likely due to the purge pressure sensor malfunction. F6/f8 should have been left blank in the initial report.

Event description:
A user facility in japan reported that when the automated impella controller (aic) was turned on the failure alarm sounded, and operation of this console was not possible. There was no patient harm reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.